Manufacturer narrative:
Product event summary #the tined lead, 3889-28, interstim, us 28 cm was returned and analysis confirmed the allegation. Evaluation determined that standard investigation is needed because after a fall the patient was getting high impedance readings is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record 200820 - data monitor - conductor fractures in the body of lead. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes after the patient fell they received high impedance measurements, therefore the lead was replaced and the impedance issue resolved.

Event description:
It was reported fell on their buttocks very hard. All electrodes had high impedances of greater than 4,000 ohms. The lead was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was getting good symptom relief. All impedances were within normal range with the new lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0amn0, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).